Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device serial number is part of the advisory for this model. Evaluation summary preliminary testing confirmed the reported no output and no telemetry. Further analysis determined this was the result of lifted hybrid bond wires.